Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07684). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that telemetry could not be established with the device. Patient was asymptomatic. The device was explanted and replaced. The patient was in good condition after the event.